Event description:
It was reported that low pacing impedance and r-wave amplitude variation were noted on the patient's right ventricular (rv) lead. High capture thresholds leading to loss of capture was noted as well. The physician elected to explant and replace the rv lead. The patient condition was stable.